Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture and high impedances. The lead was confirmed to have fractured. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.